Manufacturer narrative:
Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label peeling. No scratch found at lcd glass. Unit received with blank display due to moisture damage found at electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scratch on lcd screen and customer stated they can not read the display. Customer's blood glucose value was 41 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.